Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. Date of follow-up report: 01/16/2017. One used ls1037 ligasure device was received, and examination of the returned sample confirmed the reported issue of a damaged wire. Visual inspection of the sample found the jaw wire insulation was sliced open, exposing the wires. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. A review of the device history records for this lot found no potentially contributing factors to the reported issue. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
On (B)(6), the customer reported that during a veterinary procedure on a mare, an issue occurred with the device. After further information was requested, the customer reported on (B)(6) that the wires were found to be damaged after use in the procedure. Examination of the received sample on the same day found a piece of the wire had detached. The customer reported that the piece did not disengage during the procedure.